Event description:
It was reported that the patient's implantable cardiac monitor(icm) exhibited oversensing of a p wave seen on the ventricular channel. Furthermore, oversensing of MRI interference caused false tachycardia episode being recorded. Programming changes were made. The patient was stable throughout.